Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore, if lot codes are provided, no DHR (device history record) review or complaint database search for this individual asr component will be carried out at this time.

Event description:
A. Was there any alleged deficiency to the reported product? If yes, please provide details.- answer: there was no alleged deficiency of the reported product. B. Can you please confirm if the reported asr cup is an asr resurfacing or an asr xl? Answer: it was asr cup with corial stem. C. Can you please provide the product code and lot number of the asr cup and asr head?- answer: asr cup (999804956) lot- 2420427; asr head (999890149) lot- 2442987; asr taper sleeve adaptor(999800102) lot- 2457362 d. What is the affected side involved in this event? Answer: unk at this time e. Please provide patient initials answer: os. Surgery was performed (B)(6)2007.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgery was performed more than 10 years ago. Now patient has 4,9 g/l of chromium in the blood (twice higher than normal level). Surgeon wants to learn about available reimbursement options.